Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure, high capture threshold was noted on the right atrial (ra) lead. The physician attempted to reposition the lead, however, the helix was unable to be retracted. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition following the procedure.